Event description:
Case #: (B)(4). Case subject: npi 8100 air in line error. Account name: (B)(6) hospital. Account #: (B)(4). Asset name: 8100 pump module v9.33.0. Asset location: contact: (B)(6) . Contact email: (B)(6) . Contact phone: (B)(6) . Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: 8100 sn: (B)(6) customer stated that the unit was given then an air in line error and the customer stated that she would like to send the 8100 in for repair. Case resolution: 1. Ensure that the administration set is correctly installed. 2. Using the applicable maintenance software: a. Select door ajar/flo-stop sensor test and perform the test. B. Select patient side occlusion and perform the test. C. Select fluid side occlusion and perform the test. 4. Return module to factory customer stated that she would like to send the 8100 in for repair, and just needed a case to get a po.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8100 air in line error. Technical support - 1. Ensure that the administration set is correctly installed. 2. Using the applicable maintenance software: a. Select door ajar/flo-stop sensor test and perform the test. B. Select patient side occlusion and perform the test. C. Select fluid side occlusion and perform the test. 4. Return module to factory. Customer stated that she would like to send the 8100 in for repair, and just needed a case to get a po. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/03/2017 to the present date 10/2/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. Tech support - customer stated that she would like to send the 8100 in for repair the customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
The customer¿s reported problem was confirmed. No device will be returned per customer. The serial number is known therefore a DHR review will be evaluated. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the unit was given then an air in line error. There was no patient involvement.